Event description:
It was reported that during a da vinci s surgical procedure, the customer experienced system error codes #23002 and #25551. System error code #23002 occurred while docking the system to the patient and the surgical staff was unable to clear the system error code. An isi technical support engineer (tse) was contacted to assist with resolving the issue and the isi tse instructed the site to shut down and power off the system. The system was powered up and homed with no issues; however, system error code #23002 recurred when the surgical staff attempted to re-dock the system. The site was able to clear the error by pressing "fault override"; however, system error code #25551 occurred while the surgical staff was attempting to dock an arm instrument. The instrument arm was disabled and the remaining instrument arms were docked. After the instrument arms were docked, system error code #23002 recurred. The patient had been under anesthesia for approximately 2 hours and the patient port incisions had been made when the surgeon decided to convert to open surgical techniques to complete the planned procedure. No patient harm was reported.

Manufacturer narrative:
The investigation conducted by the field service engineering concluded that system error codes #23002 and #25551 experienced by the customer were associated with the left master tool manipulator (mtml) and the remote arm controller (rac). The master tool manipulator refers to the master controllers which provide the means for the surgeon to control the instruments and endoscope inside the patient from the surgeon's side console. One mtm is assigned to the surgeon's right hand (mtmr) and one to his left (mtml). The rac consists of five printed circuit assembly (pca) boards which operate together to provide control of the system arms. The system was repaired by replacing the mtml and the rac. The system alarm (system generated fault code) functioned as designed and there was no injury to the patient. The #23002 system error code appeared when the da vinci s safety system determined that one or more joints had moved outside the expected range of motion as measured by the primary sensor. System error code #25551 occurred when one or more racs are unable to initialize the fault recovery logic. Upon determining these conditions, the safety systems put da vinci in a "recoverable safe state". The mtml and rac were returned to isi for failure analysis investigation. Engineering's evaluation concluded that mtml grip axis was out of calibration, thus generating the system error codes experienced by the customer. No issues were found with the rac. As of 2009, there have been no reported recurrences of the issue at this hospital.